Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 4 years post transfemoral tavr procedure in the aortic position, the patient was scheduled to undergo a valve in valve procedure. The patient, however, expired due to other co-morbidities.

Manufacturer narrative:
Additional information provided by the hospital medical records indicated that approximately 3 years and eight months post procedure, during a routine follow up echo, the patient was found to have a mean gradient of 30mmhg, an ava .8cm² and moderate ar. Question the possibility of valve thrombosis and/or infection vs primary structural prosthesis degenerative changes. A repeat echo performed nine days later showed there appeared to be some thickening along the valve leaflet predominantly in the non-coronary cusps with moderate aortic insufficiency and an avmg of 30 mmhg. There was no evidence of pannus formation. At that time, the patient was feeling well and did not want to proceed with any further invasive testing. An echo performed three months later showed severe aortic valve stenosis, a mean gradient of 6mmhg, ava 0.73cm², moderate aortic valve regurgitation with heavily calcified prosthetic aortic valve leaflets. Twenty seven day later the patient had a follow up echo that showed av gradients had increased. The patient was sent for a tee to assess. The valve showed some degeneration of the leaflets with central ai noted. It was also noted that the patient had two different hospitalizations in the past for chf. The patient and family showed interest in a re-do tavr. CT showed bilateral pleural effusions. The patient was seen for her pre-op visit, however four days later it was reported that the patient had expired at home. Per the instructions for use (IFU), valve calcification, central regurgitation and paravalvular leak (pvl) are potential adverse events associated with bioprosthetic heart valves. Calcification of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there is no information to suggest a manufacturing non conformances contributed to the event. The cause of the valve calcification, worsening central leak and worsening pvl is unknown but may be due to the progression of the patients pre-existing valvular disease state and comorbidities (hodgkin¿s disease). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.